Event description:
During the sample evaluation by baxter, a leak was observed in a continu-flo solution set. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional testing was performed. A leak test was done at 0.56 bar and a leak was observed at the level of the tube. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.